Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to be within specification during testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was expected to start with the primary infusion, automatically switch to secondary, and then return to primary once the secondary infusion finished. The reporter tested the pump in the customer biomedical services department and both infusions were delivered correctly but could not see the log when the users cleared the primary infusion. The event occurred during delivery in the intensive care unit. This patient had a liter of lactated ringers solution started in the morning at a rate of approximately 50ml/hr. The user hung amplicillin and sulbactam and programmed the volume to be infused as 90mls and did not set call back. The user plugged his pump in (after a low battery alarm). Another user inquired if they were to be infusing at 400 which was "abx rate". The user went to ¿fix¿ it and the volume to be infused for abx was over 1000mls on screen which had previously been set at 90mls for a 100ml bag. The user attempted to put 1ml in the secondary to get it to flip back over to primary settings there was patient involvement, but no known patient injury or medical intervention associated with this event. There was no patient injury or medical intervention associated with the problem. The sample will be returned to baxter for service. The reported issue did not interfere with the infusion therapy. No additional information is available.